Event description:
It was reported that the patient presented in the emergency room with ventricular tachycardia (vt), ventricular fibrillation (vf), and renal problems. The device was not captur- ing due to pacing into refractory tissue. The doctor cardioverted the patient, tripping the device into backup vvi. The patient was then connected to an external pacing stimulus. He went into vt/vf with loss of capture due to multiple end of life complications and eventually expired.

Manufacturer narrative:
Na